Event description:
It was reported that the ilet user experienced prolonged hyperglycemia with a reported value of 280 mg/dl when insulin delivery stopped due to an occlusion alert on the pump, after which insulin delivery was resumed and later a repeat occlusion alert occurred. The user completed a full supply change per guidance, and glucose values trended down from 280 mg/dl to 200 mg/dl. Symptoms included hyperglycemia and vomiting. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of the information provided by the user. Investigation of this case revealed no device problem found, with a reported lack of effect associated with an occlusion that resolved after a full supply change, and device component details were insufficient to isolate a specific component. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.